Manufacturer narrative:
H.6. Investigation: seven photos were received by our quality team for evaluation. From the returned photos, catheter damage was observed, confirming the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h.10.

Event description:
It was reported that insyte yel 24ga x 0.75in catheter was broken. This occurred on 3 occasions. The following information was provided by the initial reporter: reason for defect: catheter IV without wings insyte 0,7x19mm 24g yellow 50ud bd. The catheters are broken.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4).

Event description:
It was reported that insyte yel 24ga x 0.75in catheter was broken. This occurred on 3 occasions. The following information was provided by the initial reporter: reason for defect: catheter IV without wings insyte 0,7x19mm 24g yellow 50ud bd. The catheters are broken.